Event description:
The patient underwent a battery replacement only and high impedance was still observed on the newly implanted generator. The surgeon did not proceed with full revision at this time because patient was not consented or anesthetized for full lead revision. The explanted generator was discarded. No known surgical intervention has occurred to date with the lead. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #02 report inadvertently left out relevant information b6 relevant tests/laboratory data, including dates, corrected data: supplemental #02 report inadvertently left out relevant information f10 adverse event problem, corrected data: supplemental #02 report inadvertently did not code 'f1905'.

Event description:
Additional information received noting that the patient was recently seen and presented with low battery and high impedance.

Event description:
Generator data download was reviewed, and additional impedance change history data was noted. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that shortly after generator replacement surgery, the patient had high lead impedance, >9000 ohms. X-rays were completed. A summary of the x-ray results was received, and per the assessment no clear discontinuities were identified. The actual x-ray images have not been reviewed by the manufacturer to date. Additional information was received from the tc that the patient attended an appointment with their neurologist, and it was confirmed on 2 different tablets that the patient's impedance value was within normal limits (3,076 ohms and 3,025 ohms) and full current was delivered (2.0ma). No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.